Manufacturer narrative:
H3:evaluation of the device determined that the reported malfunction of burr could not be removed was confirmed. The likely cause of failure is due to breakage of tip bearing. It was also noted that there was deterioration of the color code and scratches. Aware date used as date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-operative, the bur stopped rotating and bur could not be removed. At the time of report, there is no known impact to the patient.